Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, in addition, per the instructions for use, valve regurgitation and paravalvular leak (pvl) are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case in this case the exact cause of the too ventricular placement of the valve could not be determined; however patient factors (preexisting surgical tricuspid valve) and procedural factors (poor coaxial alignment of the delivery system and valve) could have caused or contributed to the too ventricular deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more atrial position. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in the tricuspid position and in a previously implanted surgical bioprosthetic valve are not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tricuspid valve replacement, a 26 mm sapien valve was prepared and advanced within a 31 mm mosaic valve. Coaxial alignment of the delivery system and valve was challenging; however upon deployment the valve straightened itself and became more coaxial, but was too far into the right ventricle. Echo revealed 2-3+ insufficiency; it was unclear to whether it was paravalvular leak or a central leak. The wire was repositioned resting in the right ventricle. A second 26 sapien was prepped and placed more atrial in an effort to seal the valve sewing ring. Echo revealed no paravalvular leak or a central leak. Final right atrium angio revealed same findings as echo. The delivery system and sheath were removed. The patient extubated and transported to recovery in stable condition.